Event description:
It was reported that air was observed inside the sheath. During an ablation procedure, to treat paroxysmal atrial fibrillation (paf), a polarsheath steerable sheath was selected for use. After placing the sheath inside the patient, air was aspirated several times. It was believed that the irrigation port was defective. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarsheath was returned for analysis. The device failed leak testing and passed hemostasis and aspiration testing. It is likely the presence of blood in the extension line helped to occlude the hole causing the device to pass some testing. The sheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve housing and flush line lumen junction at the proximal end. A lack of adhesive was found which allowed a leak path. Device analysis confirmed the reported clinical observations.

Event description:
It was reported that air was observed inside the sheath. During an ablation procedure, to treat paroxysmal atrial fibrillation (paf), a polarsheath steerable sheath was selected for use. After placing the sheath inside the patient, air was aspirated several times. It was believed that the irrigation port was defective. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.